Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years post implantation of a 23mm sapien xt valve, worsening paravalvular leak (pvl) was noted on echo. The patient was treated with balloon valvuloplasty (bav), the pvl was unchanged and a decision was made to implant a 23mm sapien 3 valve (valve in valve). The pvl was reduced to mild. Review of information (operative report, echo), post valve deployment echo (tee) showing good valve function and trivial perivalvular leak and good lv function, and 1 year and 11 month echo post procedure revealed ef 55-60%, and peak gradient of 7mmhg. Per observations and impression made by an edwards physician proctor (prior to valve in valve procedure), the first valve was expanded to nominal size; an attempt to over-expand the valve with a bav catheter could have been performed. If no improvement in the pvl, a second valve 23mm sapien 3 could be implanted with the top aligned to the existing sapien xt valve.